Manufacturer narrative:
(B)(6) 2018. (B)(4) field service engineer (fse) troubleshot the unit remotely with the customer. Several errors were reported in the event log. The fse recommended the customer replace the power management board. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the unit began to alarm abnormally and would not power off. The device was in use at the time of the event; however, the patient suffered no harm. The patient was switched to another ventilator and bagged. The event date was not specified, estimate used.

Manufacturer narrative:
Date of report: 23oct2018. Date of manufacturer: 20oct2018. The customer replaced the power management board and the issue was resolved. The power management board was returned to philips for evaluation; however, the customer complaint of errors could not be confirmed.